Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was intended to be implanted within the duodenum of a cancer patient on (B)(6), 2010. According to the complainant, the device was passed through the pyloric region of the stomach to the horizontal part of the patient's duodenum. Once in position, the physician attempted to deploy the stent by retracting the handle, but the handle would not move. After several attempts, the distal handle (exterior tube handle) detached. As a result, the stent was unable to be deployed. The delivery device was removed from the patient without issue. Outside the patient, the physician was able to deploy the stent. The procedure was completed with another wallflex; however, the physician applied medical olive oil to the device to ensure smooth deployment. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed. A kink was present in the clear outer sheath of the stent at the proximal end of the stent. Minor kinks were present at several locations along the length of the catheter. The distal handle was detached from the outer sheath. This type of damage is consistent with excessive tensile force having been applied to the shaft. There was no issue in the movement of the outer sheath proximally or distally. No issues were noted with the profile of the deployed stent or inner lumen. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was intended to be implanted within the duodenum of a cancer patient on (B)(6), 2010. According to the complainant, the device was passed through the pyloric region of the stomach to the horizontal part of the patient's duodenum. Once in position, the physician attempted to deploy the stent by retracting the handle, but the handle would not move. After several attempts, the distal handle (exterior tube handle) detached. As a result, the stent was unable to be deployed. The delivery device was removed from the patient without issue. Outside the patient, the physician was able to deploy the stent. The procedure was completed with another wallflex; however, the physician applied medical olive oil to the device to ensure smooth deployment. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.